Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a leak could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, air was aspirated from the sheath. After transseptal puncture was performed, the sheath was inserted into the patient. When inserting the non-abbott catheter (farawave) into the sheath, air was aspirated. The non-abbott catheter (farawave) was removed, aspiration was performed again, and no air was seen. When the non-abbott catheter (farawave) was reinserted, air aspiration was seen again. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. After the procedure, the sheath was inspected and there was no visible damage to the seal or valve. The proximal end of the introducer handle was not raised above the level of the insertion site/heart level and the introducer slowly aspirated prior to connecting continuous saline which goes against the IFU recommendations.